Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure was aborted due to the issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was not starting. Analysis of the system log file showed that there was problem with the beam z-rotation. The geometry issue occurred previously, in which z-rotation pot meter and z rotation brakes were replaced to resolve the issue. During troubleshooting, the fse found that the z rotation brake has failed again causing the geometry to reset continuously. The fse replaced 6 z rotation brakes and low power mvr. The defective mvr low power board was returned to philips for further analysis. The analysis confirmed the malfunction of the mvr low power board and found that the unit kept putting system in geo reset loop. Following the replacement of 6 z rotation brakes and low power mvr, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry did not start. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) inspected the system onsite and replaced the mvr low power board which returned the device to use in good working order.